Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess the product condition. The user reported the cannula coming out of the infusion site; this could potentially interrupt insulin delivery and may lead to hyperglycemia. The omnipod¿s user guide warns to ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery,¿ ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin ¿ usually with an injection of rapid-acting insulin. Ask your healthcare provider for instruction on handling interrupted insulin delivery,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿ it advises ¿check your blood glucose at least 4 ¿ 6 times a day (when you wake up, before each meal, and before going to bed).¿ qualification records for the product lot were reviewed and all acceptance criteria were met.

Event description:
The customer¿s mother stated that at 2:00 am her daughter¿s blood glucose was 450 mg/dl, but later in the morning (time not specified) it had lowered to 331 mg/dl (the mother reported that her daughter still produces some insulin). The cannula had come out of the skin at the infusion site (lower back region).